Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a heel warmer. The customer reports that upon activating a heel warmer, it exploded in the patients room with the contents going in the patient room. The customer further reported that the room was cleaned by facilities and no one was injured.

Manufacturer narrative:
Submit date: (B)(6) 2015. This complaint is for product mh00002n with a lot number 431672x. The device history record (DHR) was reviewed, and there were no abnormalities in terms of the specifications. Product mh00002n was manufactured in november 2014. The DHR review further showed that all acceptance criteria inspections were within acceptable limits during the production process. A sample evaluation was not completed because complaint samples were not provided, and not expected per the complaint report. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the reported issue and root cause analysis. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. In terms of the burst strength of the heel warmer pouch, the DHR values for the outer seal pressure and outer seal strength were within specification. Therefore, the most likely root cause for this complaint is that the heel warmer could have been activated improperly. According to the precaution label, ensure that only the lower part of the liquid filled section is squeezed to activate. Also applying excessive pressure can cause the outer seal to break; ensure that moderate consistent force is applied. In terms of corrective actions, this complaint will be shared with the charts/sensors/hydra focus factory to promote awareness and prevent recurrence. If additional information is obtained, or the sample is returned, this file will be re-opened for further investigation. We will continue to trend for similar reports and implement further corrective actions if indicated.